Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Evaluation findings (results/components): 1 device: wear problem, overheating problem identified / bearings. Product disposition: 1 device: scrapped by stryker additional information. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failures: overheating of device; detachment of device or device component. 1 event had problem identified during non-clinical procedure; there was no patient involvement.